Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The pt was feeling nervous and reported readings of 150 mg/dl and 230 mg/dl. No time frame. The pt contacted a medical professional for advice. No treatment reported. No action taken by the pt following use of the meter. The customer care rep performed troubleshooting and the control solution test was not within range. With another vial of test strips it was within range. Based on the info obtained from the pt there is indication the product malfunctioned. The test strips were replaced and return expected.